Event description:
A malfunction was reported by the customer, displaying a malfunction code of "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue recurred. The customer acknowledged and understood the instructions.